Manufacturer narrative:
On 10/25/2019, mentor became aware that manufacturer report number 1645337-2019-08448 is a duplicate of this complaint. Any additional event information received will be submitted under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.8 cm located on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet;. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with an artoura breast tissue expander 375cc. A hole was found in the tissue expander during surgery after it was removed during the second stage of the reconstruction. The tissue expander was replaced with mentor memorygel breast implants 325cc, catalog number smpx325, serial number (B)(4), lot number 7646576 (l) and serial number (B)(4), lot number 7587582 (r) on (B)(6) 2019. Per mentor IFU, these devices are not intended for use beyond 6 months, and this device was implanted for approximately 1 year and 4 months. Therefore this was an off label use of the device.